Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications. The service teams ensures that the screws in question are properly torqued during service.

Event description:
It was reported to vyaire that the revel ventilator was having issues with screws coming loose and causing oxygen to leak. The customer confirmed that there was no patient involvement associated with the reported issue.